Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site following weight loss. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.